Manufacturer narrative:
Results of investigation: vyaire medical was not able to duplicate the customer's reported issue during testing and evaluation. A review of the event trace log indicates that the reported shutdown was last logged on (B)(6) 2018. Vyaire medical replaced the power board as a precaution.

Event description:
It was reported to vyaire medical that the ventilator shut down while in use on a patient on its own. No alarm occurred during this event. The patient was placed on a backup ventilator with no issues.